Manufacturer narrative:
The explanted lens was returned positioned incorrectly in the lens case inside the opened carton. Solution and blood was dried on the lens. One haptic was broken from the optic. The broken haptic included a large portion of the optic material. The optic was also pressed down into the well area and against a post of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. Information indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The explanted lens was returned with broken haptic damage. The root cause of the reported complaint cannot be determined. Information was provided by the customer that the lens caused the posterior tear. It is unknown if the observed lens damage occurred during the removal of the lens from the eye, or during insertion. A non-qualified viscoelastic was indicated. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during implantation of an intraocular lens (iol) the posterior capsule tore. The lens was removed to perform vitrectomy. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm. The lens caused the posterior capsule tear.